Event description:
It was reported that during a pci procedure, a shaft break occurred. The pt presented with an mi and st elevation. The lesion was located in the totally occluded right coronary artery (rca). Passage of a guide wire did restore some antegrade flow, and this seemed to have a significant positive impact on the pt's status. The shaft of the maverick2 monorail catheter kinked during insertion through the hemostatic valve. During advancement of the maverick2 monorail catheter into the guide catheter, the shaft broke. The entire sys was removed without incident. The vessel was re-wired, and the lesion was dilated and subsequently stented. No pt injuries or complications were reported. Pt status is listed as "good".